Manufacturer narrative:
This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21, with 510k/PMA/bla number k052000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false elevated alinity I ca 19-9xr generated from alinity I processing module and provided the following data: sample ID (B)(6) initial result was 125.79 and repeat results were 15.3, 15.65 & 18.14 u/ml. The customer provided additional laboratory data: cea results were 18.97, 18.48, & 19.26 ng/ml. No other patient information was provided. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Correction to d4 - primary UDI number. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I ca 19-9xr reagent did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79769fp00. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot number. The overall performance of the alinity I ca 19-9xr assay in the field was reviewed using data gathered from customers worldwide. The patient median result for lot 79769fp00 is within the established control limits, no unusual reagent lot performance was identified for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr reagent lot 79769fp00 was identified.

Event description:
The customer reported false elevated alinity I ca 19-9xr generated from alinity I processing module and provided the following data:sample ID (B)(6) initial result was 125.79 and repeat results were 15.3, 15.65 & 18.14 u/ml.the customer provided additional laboratory data:cea results were 18.97, 18.48, & 19.26 ng/ml.no other patient information was provided.per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.